Manufacturer narrative:
Unit had missing segments due to cracked/bleeding lcd glass. Unable to perform displacement test due to cracked and bleeding lcd glass. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump had splotches on the display and it was only partially legible. Blood glucose level at the time of the incident was 227 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.